Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4.5 months after the dental implant was placed in ada site 10, the implant had not achieved osseointegration. Clinician reports bone loss and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4.5 months after the dental implant was placed in ada site 10, the implant had not achieved osseointegration. Clinician reports bone loss and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.